Event description:
It was reported the patient experienced a local post-op infection at the back incision. The patient was treated with levaquin 500 mg bid x 5 days. The patient recovered without sequela.

Manufacturer narrative:
.